Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that bd bbl¿ cdc anaerobe 5% sheep blood agar has contamination. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer is reporting contamination with their 221734 plates on freshly opened package."

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221734, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2139454 was satisfactory and no quality notifications were generated during manufacturing an inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 2139454. No retention samples for this batch were available for investigation. Two photos were received for investigation. Photo one shows one plate with one colony. ID is too blurry to see. Photo two shows one photo ID 2139454 timestamp 1603 with outline of colony visible through agar. No return samples were received for investigation of this complaint. This complaint is confirmed. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process. H3 other text : see h.10.

Event description:
It was reported by the customer that bd bbl¿ cdc anaerobe 5% sheep blood agar has contamination. There was one occurrence in this event with no patient impact. The following information was provided by the customer: "customer is reporting contamination with their 221734 plates on freshly opened package.".